Event description:
The lay user/pt contacted lfs alleging inaccurate high readings on her one touch ultrasmart meter. A medical surveillance specialist (mss) sent follow up questions an obtained the following information: in 2009, at an unspecified time, the pt tested her blood glucose and obtained a 16.9 mmol/l (304 mg/dl) and then tested on her back up one touch ultra easy meter and obtained a result around 12mmol/l (216 mg/dl). She increased her insulin of levemir to 12 units instead of 8 units on her own and not based on her physician's recommendation. Pt tends to increase her insulin if her reading is over 14 mmol/l. She did not exhibit any symptoms at the time of the testing or when she increased her insulin. She was shocked that her readings were high. She then ate her dinner and went to bed at 11:00 pm. Around 4:00 am the following morning, the pt woke up drenched in sweat. She tested her blood glucose early morning the next day, and obtained a result of 2.3 mmol/l (41 mg/dl). She then ate a biscuit and drank some orange juice. The pt felt better soon after treatment. The pt did not seek any further medical attention or contact her physician for assistance. The pt is not sure whether her hypoglycemic symptoms, was due to her increasing her levimir insulin. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was done and the test strips failed using the control solution. Meter and test strips were replaced. The complaint is being reported since the pt allegedly took an increase of insulin based on the meter result and at an unspecified time later developed hypoglycemic symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.